Manufacturer narrative:
Us reporting agent notified on(B)(4) 2014. Manufacturing site evaluation: samples received: 8 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the eom. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.